Event description:
Same case as 6000089-2005-00713. Target lesion 1 was located by ivus in the proximal lad with 95% stenosis and was 10mm long with a reference vessel diameter of 3.5mm. Target lesion 1 was treated with predilatation and a 3.5x12mm taxus express2 8.8% drug eluting stent. Repeat ivus demonstrated good apposition of the stent, however, an area of 85% stenosis distal of the previously deployed stent was noted. Target lesion 2 was located by ivus in the mid lad with 85% stenosis and was 8mm long with a reference vessel diameter of 3.5mm. Target lesion 2 was also treated with predilatation and a 3.5x12mm taxus express2 8.8% drug eluting stent placed in tandem to the first stent, with 0% residual stenosis of the entire segment. The pt was discharged the next day on plavix therapy only. The pt was admitted with complaints of generalized weakness, shortness of breath, and sore throat. Per source documents, the pt had recently been diagnosed with lung cancer (date unknown) and was currently undergoing chemoradiation therapy, onset of symptoms coincided with the last chemotherapy date. ECG indicated sinus tachycardia with right bundle branch block and left anterior fascicular block, treatment with adenosine in the emergency room resulted in no significant change in heart rate. The pt was started on neupogen for neutropenia secondary to chemoradiation therapy, and antibiotics for possible sepsis. A CT scan of the chest (date unknown) was negative for pulmonary embolus. During the hospitalization, the pt developed atrial fibrillation and was treated with an amiodaronehydrochloride drip stress test (date unknown) was positive for ischemia, and follow-up cardiac catheterization revealed a "severe coronary artery aneurysm without clinical stenosis." Recommendation was made for medical management, noting that dnr status had already been confirmed by the pt and spouse. Per discharge summary, the pt's neutropenia resolved, and pt's overall condition improved. The pt was transferred to an extended care facility, where pt subsequently expired. An autopsy was not performed. Cause of death is listed as "metastatic squamous cell carcinoma of the lung." In the opinion of the physician the relationship of the pts death to the target vessel(s) is "not related".